Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported, while in use on a patient, that this 980 ventilator entered buv (backup ventilation). The device was available for evaluation. The medtronic field service engineer (fse) inspected the device, identified a relevant diagnostic code in the ventilator memory logs confirming the reported issue that the device entered buv. The fse performed est (extended self-test) on the ventilator which passed all testing per manufacturer specifications and was returned to the customer.. With the information available, a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, while in use on a patient, that this 980 ventilator entered buv (backup ventilation). Patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.